Event description:
Since my essure was placed I have been bleeding and has not stopped. Cramping, back pain, dizziness, hair loss, sharp stabbing pains in lower abdominal area, fatigue, low energy, low-no sex drive, heavy bleeding after sex, heavy discharge, foul smell, severe headaches.